Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 30 mg/ml morphine at a dose of 15.978 mg/day via an implantable infusion pump for non-malignant pain. It was reported that during normal use on (B)(6) 2017 the patient was not getting adequate pain relief. There were no environmental/ external/patient factors that have led or contributed to the issue. The hcp performed a catheter dye study to test patency of the catheter. During the dye study the hcp was able to aspirate 2ml of bloody fluid from the catheter access port (cap). The hcp then injected the contrast dye and the dye pooled around the pump connector and the cap. The hcp suspected there was a problem with the proximal end of the catheter. The issue was not resolved at the time of this report and the patient planned to follow up with her surgeon. The patient was taking oral morphine and methadone. Additional information was received from a manufacture's representative (rep). It was reported that the patient only had a catheter dye study done on (B)(6) 2017. The rep did not have printouts as they interrogated the pump with the office's clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.